Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) logged in as cf support and opened the hardware test application to verify the device was online and communicating. After obtaining the keys from the client, opened the back cabinet, inspected it, ensured all cables were securely connected. Each drawer was tested in the hardware test application and confirmed to open and close properly, confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was repeatedly shutting down and was not communicating. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugin the power cable; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.